Manufacturer narrative:
Please note the information contained in this report was initially directly submitted to the FDA by the initial reporter - please see mw5066801. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their device would not charge, would not come on, and had ¿stopped working period.¿ the patient reportedly ¿could not get any relief at all¿ from their device. It was stated that initially the device ¿started sending stabbing shocks down [their] spine, all the way to the legs and feet.¿ the device ¿affected [their] breathing as well and only happened when [they] lay down to sleep;¿ the patient stated that they could not get any sleep. The patient self-reported their outcome as ¿hospitalization, disability/permanent damage;¿ no further information was available regarding these statuses.